Event description:
This report summarizes one malfunction. A review of the information indicated that model fvl10100 vascular stent graft allegedly failed to deploy and fractured. This report was received from one source. The device was used in a 77 year old male patient, 56 kgs. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; evaluation determined that the device also experienced 2532 - misfire. The investigation is confirmed for failed to deploy, fracture, and misfire. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicated that model fvl10100 vascular stent graft allegedly failed to deploy and fractured. This report was received from one source. The device was used in a (B)(6) year old male patient, (B)(6) kgs. There was no reported patient injury.